Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure if auto mode was used. The customer feeling shaky due to low blood glucose value. The customer treated low blood glucose value with food. Customer reports they did not receive a calibration not accepted alert. Customer reports they did receive a sensor updating or sg not available alert and change sensor alert. The insulin pump will not be returned for analysis.